Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer woke up and blood glucose was 450mg/dl. Customer treated with pump, changed site and sets. The customer declined high blood glucose troubleshooting.